Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The pectus bar bender (part#: 01-3905, serial#: (B)(4)) was returned for evaluation. The bender roller pin fractured and has separated from the bender completely. The DHR was reviewed and no non-conformances were found. There are no indications of manufacturing defects. The complaints history for the past calendar year was reviewed for this lot 491690 and no additional failures were found. The most likely underlying cause is the instrument experienced force in excess of what it was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot and serial number of the device was determined upon product receipt.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available.

Event description:
It was reported that a pin in a pectus bar bender broke during surgery. An alternative table press was utilized to complete the task of bending the pectus bar. The surgical delay was less than thirty minutes. No adverse events have been reported as a result of the malfunction.